Event description:
It was reported that 2 venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: leakage between cannula and extension set. Leakage of blood between cannula and competitor extension set. It has been an ongoing problem. When did the incident occur? -unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 5/3/2021. H.6. Investigation: two representative samples were received by our quality team for evaluation. Three extension sets were also received, however as they do not belong to bd, no further investigation was performed on them. The samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All samples passed inspection and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the customer verbatim, the root cause of the leakage could be due to the valve issue. CAPA#1379444 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: leakage between cannula and extension set. Leakage of blood between cannula and competitor extension set. It has been an ongoing problem. When did the incident occur? Unknown.